Event description:
Some of tampon still inside me- vagina [foreign body in reproductive tract]. Tampon shredded [device breakage]. Tampon shredded when pulled it out [complication of device removal]. Case narrative: consumer reported via e-mail that tampon shredded when she pulled it out. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.